Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with a vibratory alert. The device was found in backup vvi mode upon interrogation. Software reprogramming resolved the issue. The patient is in good condition with no adverse consequences.